Event description:
This event was learned through our (B)(4) registry, patient or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is a not conventional customer complaint. In this case, the device was explanted after 2.93 months due to unknown reasons. The same model and size device was implanted as a replacement.

Manufacturer narrative:
This model is not distributed in the u.s.; however, it is similar to model no. 2800, which is marketed within the united states. Method: device not returned additional manufacturer narrative: it was reported that the valve was explanted after an implant duration of approximately 3 months. No additional information has been provided including operative report, patient records, and the surgeon contact information. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Since the device will not be returned for evaluation as it was discarded by the hospital, we are unable to further investigate to determine the root cause for the explant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.